Event description:
It was reported that the user experienced frequent low blood glucose events after starting on the pump and, following guidance from a diabetes educator, requested a full factory reset to address incorrect meal size entries and restart settings; the agent confirmed blood glucose was in range at the time of the call, performed the factory reset, and arranged additional training. Symptoms included hypoglycemia. Outcomes included user inconvenience requiring troubleshooting and education, with no injury and no medical intervention or hospitalization. Investigation included remote technical support, user interview, and review of device setup and use. Investigation of this case revealed use-related factors involving meal announcements and incorrect meal size entry that likely contributed to hypoglycemia, with device function restored after factory reset. It was concluded that the device performed as expected and that user training and correct meal entry are required to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.